Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they fell in a lake with their insulin pump. The customer has a blood glucose level was 40 mg/dl at the time of the call. The customer states that there is fluid/moisture in the device. The customer had sensor alerts and experienced high blood glucose of 312 mg/dl caused by t a threshold suspend on the device. The customer declined troubleshooting stating that the sensor they were using was past the expiration date. The customer did not return the product back for analysis.